Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received one closed sample from the customer for analysis. Tightness test to the closed sample received has been performed and the unit is tight. We have tested the needle attachment strength of the closed sample received and the result fulfils the requirements of the european pharmacopoeia (ep): 1.60 kgf (ep requirements: 0.69 kgf in average and 0.35 kgf in minimum). Furthermore, needle attachment strength results before releasing the product were 1.51 kgf in average and 1.42 kgf in minimum and fulfilled ep requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/ep and b. Braun surgical requirements final conclusion: although the result of the sample received fulfils the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Anyway, you will receive a credit note for one box of product for the unit sent for analysis. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received two closed samples from the customer, at different times, for analysis. Tightness test to the closed samples received have been performed and the units are tight. We have tested the needle attachment strength of the first closed sample received and the result fulfils the requirements of the european pharmacopoeia (ep) for minimum: 1.60 kgf (ep requirements: 0.69 kgf in average and 0.35 kgf in minimum). We have tested the needle attachment strength of the second closed sample received and the result fulfils the requirements of the european pharmacopoeia (ep) for minimum: 1.38 kgf (ep requirements: 0.69 kgf in average and 0.35 kgf in minimum). As only one sample has been received at different times, average cannot be properly calculated. Furthermore, needle attachment strength results before releasing the product were 1.51 kgf in average and 1.42 kgf in minimum and fulfilled ep requirements. Reviewed the batch manufacturing record, these products had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Anyway, you will receive a credit note for one box of product for the units sent for analysis. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that the thread detached easily from the during the suturing which affect the patient safety due to loss of needle inside the patient body. Pediatric surgery. No further information received.